Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 6/18/2025 this report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6 a manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Manufacturer narrative:
Product complaint#: (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: what is the current status of the patient? Quantity of blood loss? Patient weight? Please refer to the event description, other information requested is unknown. Could you kindly perform and document the follow-up attempt for the product return? Furthermore, please ensure that the shipment tracking number is recorded in the notes or rmao sections. No device can be returned currently. "D4: device is not distributed in the united states but is similar to device marketed in the USA. Therefore, (01) gtin is not available.

Event description:
It was reported that a patient underwent a laparoscopic left salpingectomy+pelvic adhesiolysis procedure on (B)(6) 2025 and suture was used. During the procedure at 12:08, the patient entered the operating room and underwent laparoscopic left salpingectomy+pelvic adhesiolysis surgery under tracheal intubation anesthesia. During the surgery, the fat layer and fascia layer were sutured with suture and the skin layer was sutured with another type of suture. When preparing to apply the patch after sewing three incisions, it was found that all the incisions were bleeding. Even after pressing with sterile gauze, there was still bleeding. After carefully examining the suture on the skin layer, it was found that the suture on the fat layer was broken. Immediately press the wound with sterile gauze to reduce bleeding and use new sterile suture to re suture the wound. No adverse patient consequences were reported. Additional information was requested.